Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap hernia repair. According to the reporter: hernia stapler was shooting out staples not straight and in doubles. Unknown if the staples that came out in double were removed. Got another stapler. There was no bleeding reported in excess of 500cc. Surgery was delayed by 2 minutes.